Manufacturer narrative:
Product analysis: visual and functional testing identified that the hex edges of the driver have been worn/rounded off. The torque release mechanism inside the handle of the driver is functioning correctly. Functional test with the torque tester confirmed the drivers were in the "in/lbs" range per the print. This type of damage/wear is consistent with repeated use over time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent t11-l3 fusion due to pseudoarthrosis. Intra-op, the driver stripped during placement of c rosslink. No patient complications were reported.